Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kngf, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported the patient was implanted because of radiation that affected both bowel and urgency. It was indicated the ins had not worked unless the patient programmer was on the skin. The patient had not always felt stimulation. It was noted the symptoms came back for the past couple of months. The patient had tried to increase stimulation and tried to change programs. Symptoms of a loss of therapy was reported to have begun in (B)(6) 2015. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy. It hadn't been working properly and hadn't been working at all. The patient had a lack of therapy due to a gradual change in therapy in (B)(6) 2015. The patient only felt stimulation when they turned it up really high. When they took the programmer away, the patient didn't feel it anymore. There were no trauma or falls related to the issue and no recent medical tests or emi environmental exposure. The patient would have an appointment on (B)(6) 2015. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.